Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/6/2024. Additional information was requested, the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep (B)(6). I certify that all information that are known available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/13/2024 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: * were there any unexpected outcomes or complications as a result of the prolonged surgery time? * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2024 and suture was used. During an unknown orthopedic surgery, the suture was detached from the needle easily during interrupted suture. The operation time was extended within 30 minutes. It was a control release needle. No sample will be returned. There were no adverse consequences to the patient. Additional information was requested.